Event description:
It was reported that an alert regarding lead impedance had been issued remotely on the atrial lead. Upon review of past records, a single instance of low impedance was noted. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.